Event description:
The device would not register, "that cord was plugged in". This caused a delay in care during a sterile procedure on a critical pt. An alternate device was used. Additional information has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.